Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2012-05448. The pt has two leads (from different lots) for off-label use. It was reported one of the leads was not providing adequate coverage. It was also reported the pt discomfort from the other lead. Reprogramming did not resolve the issue. On (B)(6) 2012, both leads were repositioned. Repositioning the leads resolved the pt's issues.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.